Manufacturer narrative:
Patient weight was not provided. The motion control gantry box was returned to the manufacturer for analysis and was unable to confirm reported problem. The gantry control box was installed on the test imaging system and the system functioned with no errors. Gantry successfully completed homing process and door open/close operated as expected. No problem found. The reported event could not be duplicated by medtronic personnel. After replacing gantry motion control the door is able to be opened and closed with no issues. Replaced optical door switch because rotor would not home. Adjusted mechanical door switch. Performed system check-out and the unit is working to manufacturer specifications. The system is ready for use. This event was identified during a retrospective review as discussed with the FDA(B)(4)district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reports that the imaging system gantry door would not close completely. No further details regarding the damage, or how it occurred, were provided. The use of medtronic imaging was discontinued due to this issue. The procedure was completed successfully with a c-arm after a delay of less than 1 hour. The patient was not affected.